Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the probe wipe bracket was broken and the tubing on the bottom port of the flow cell had detached. The fse repaired the probe wipe and replaced the tubing on flow cell to repair the leak. The instrument was returned into service after completion of repairs. The failure mode of this event was the detachment of tubing on the bottom port of the flow cell. This specific failure mode, upon recur, has the potential to cause discrepant results. (B)(4).

Event description:
The customer reported that approximately twenty milliliters of diluted blood leaked from the right side of the manual probe on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and spilled onto the counter. The customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.